Event description:
The medical device associated with this report is a non-sterile, (B)(4) tipped applicator (ob/gyn) consisting of a plastic stick and the (B)(4) bud. It was communicated that the fiber tip fell off and ended up in the patient. The manufacturer stated that in june 2011 they reduced the concentration of glue which was used to secure the (B)(4) tip to the plastic shaft. The low concentration of glue used to secure the (B)(4) tip to the plastic shaft was determined to be the most probable root cause of the fiber tip falling off.